Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial vessel using an indigo system catrx aspiration catheter (catrx), an indigo system aspiration catheter 7 (cat7), a 7fr non-penumbra sheath, and a 0.014¿ guidewire. During the procedure, the physician successfully aspirated clot in the superficial femoral artery (sfa) using the cat7 and sheath. The cat7 was then removed, and it should be noted that there was no reported issue with the cat7. While advancing the catrx over the guidewire through the guidewire lumen to the target vessel to make an initial pass, the physician noticed under fluoroscopy that the catrx broke at the distal end in the patient. Subsequently, the physician removed the catrx and used a snare device to remove the broken distal piece of the catrx from the patient. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned catrx confirmed that the catheter was fractured. Evaluation also revealed stretching on either side of the fracture site. If the catrx is retracted against resistance, the device may become stretched. Further retraction may result of the subsequent fracture of the catrx. The root cause of the resistance experienced could not be determined. Evaluation also revealed another fracture, kinks, and guidewire lumen damage. This damage was incidental to the reported complaint. This damage may have occurred during removal from the patient or packaging for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.